Event description:
On (B)(6) 2014 the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 11.7 mmol/l on the reported meter, and a laboratory result of 9.7 mmol/l within 10 minutes. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting and the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.